Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The device was returned to a third-party service center due to an allegation that a simplygo international contained a melted outlet port of the filter. There was no harm or injury reported. During the evaluation, it was determined the device contained a melted outlet port of the filter. The patient was to be using the device at 2lpm continuously. Additionally, the low oxygen and very low oxygen alarms were found. It was also determined that this event only occurred once, and there was no patient health impact. It was determined that the sieve canister kit and inlet filter kit should be replaced. If pertinent information becomes available to the manufacturer at a later date, an addendum to this report will be filed.

Manufacturer narrative:
The device was returned to a bench repair facility under a turk philips entity due to an allegation that a simplygo international contained a melted outlet port of the filter. There was no harm or injury reported. The device is currently awaiting evaluation. Per the product feedback form, the patient was to be using the device at 2lpm continuously. Additionally, there were allegations of low oxygen and very low oxygen alarms, that this event occurred only once, and there was no patient health impact. Corrections to box d and box h have been made, and coding has been updated accordingly. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In this report, section box g: all manufacturers (report source), box h: device manufacturers (evaluation method code grid, evaluation results code grid, conclusion code grid) have been corrected/updated.